Event description:
Customer reported the insulin pump alarmed no delivery during blouse. Fixed prime was performed and device alarmed no delivery alarm. Customer's blood glucose was 260 mg/dl. Customer stated she was still working with her doctor on setting to control high blood glucose. Customer was advised to disconnect and reconnect he reservoir and infusion set at the time of tubing. Then to manually push insulin through tubing with plunger and insulin did exit. Manual prime was performed and insulin did exit. Customer was advised the alarm was caused by an infusion set or reservoir occlusion. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.